Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Review of event description: patient was implanted on the left side and has experienced elevated metal ion levels and metallosis. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. DHR review: DHR review of product could not be performed as no lot# was reported. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprothesis. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer gmbh will close this case. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: m/l stem hip impl win gen; catalog no#: unknown; lot#: unknown. Unknown head adapter hip impl win gen; catalog no#: unknown; lot#: unknown. Unknown cocr head hip impl win gen; catalog no#: unknown; lot#: unknown. The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and experienced elevated metal ion levels and metallosis.